Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3387s-40, lot # v227370, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot # v227370, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
Additional information indicated that patient's mental status was "orientation oriented to person, place, time, and situation and alert." The patient had "appropriate mood and affect." It was stated that memory and "fund of knowledge" were intact with attention span and concentration being normal. It was stated that power motor strength appeared intact throughout. Patient's station was normal, casual gait was normal, and it was stated that the patient ambulated independently.

Event description:
It was reported that the patient felt "worse" "every time" the device was turned on, so the patient had to turn it off. After using the device "for weeks" to adjust to the device, the patient reportedly "developed a very deep depression and anxiety, could not sleep, could not eat, and lost over 15 pounds in a month." It was stated that the patient was told that "all those symptoms were caused by the stimulator" and "the electrical impulses were seeping into another area of the brain." It was noted that the device was turned off but the patient's problems "persisted." The patient reportedly was sent to a psychological "area" and was prescribed prescriptions because the patient was "very suicidal." It was stated that the side effects were not going away, "especially the panic attacks and anxiety which were continuous without the prescriptions." The patient reportedly "will never be the same" as the device "damaged other parts of their brain." Additional information was requested; it was not available as of the date of this report.

Manufacturer narrative:
Product code corrected. (B)(4).